Manufacturer narrative:
A site representative reported that, while in a spinal fusion procedure, the imaging system was going in and out of standalone mode intermittently. When connected, they were still able to image the patient. 2d images were grainy but 3d navigation scan was normal. They also noted that when the mobile view station (mvs) umbilical cable was disconnected, the system showed no charge to batteries. After about 15 minutes of 'fiddling', they were able to get 3d scans and push to the navigation system resulting in accurate navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. Onsite investigation revealed that the mvs umbilical cable was the cause of the reported event. Replacement of the cable along with system re-calibration resolved the issue. No further issues were reported. Analysis of the returned cable confirmed the electrical failure due to damaged connector. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system was going in and out of standalone mode intermittently. When connected, they were still able to image the patient. 2d images were grainy but 3d navigation scan was normal. They also noted that when the mobile view station (mvs) umbilical cable was disconnected, the system showed no charge to batteries. After about 15 minutes of 'fiddling', they were able to get 3d scans and push to the navigation system resulting in accurate navigation. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.